Manufacturer narrative:
(B)(4). D10: #item 00598003701, stemmed tibial component, #lot 67129777. Therapy date: (B)(6) 2026. E1: completed adress: (B)(6). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial liner could not be assembled to the mating tray. Attempts have been made and no further information has been provided.